Manufacturer narrative:
Report source foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient called the manufacturer's patient service to report that he was unable to stop the stimulation with his patient controller. The patient was feeling high capacity stimulation. It was clarified that the patient was able to turn the stimulation off, but they continued to feel high capacity stimulation. It was noted that the patient was not feeling residual stimulation. The patient could not decrease the intensity. It was noted that the patient had tried resetting. The patient was told to remove the battery pack and press all the buttons to make sure nothing was blocking the keys, but that did not work. The patient was advised to go back to the clinic to shut off stimulation, but he did not want to go because of the covid-19 pandemic. The patient controller would be replaced, and the issue was not yet resolved as of (B)(6) 2021. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
Correction: upon further review, code(B)(4) does not apply to this report. If information is provided in the future, a supplemental report will be issued.